Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, eye condition was stable.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).